Event description:
It was reported that the device had displayed an error code 133.6090. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: the customer report of a system error code 133.6090 was confirmed during log review and the error was replicated. Intermittent failures error codes 133.6090.0 and 133.6080.0 were encountered during the investigation. Review of the pcu error log showed the reported error code 133.6090.0 was recorded eight (8) times from (B)(6) 2024 to (B)(6) 2024. The above system errors were not replicated during the 12 hours of continuous testing after the initial encounters, indicated the issue was intermittent. Battery testing, power supply component testmg/measuring and variac testing were performed with there being no repeat of the above system errors. A ¿watchdog¿ alarm that began after troubleshooting activities was traced back to the logic board. It¿s possible the observed flux contamination found on the logic board is a contributing factor inspection of both power supply and logic board observed small amounts of flux contamination. Per the alaris¿ system user manual, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The power supply and logic board will be retained for further testing. Note to repair center: please replace the power supply and logic board, this may be charged to dchu. Device was disassembled during the investigation, please re-torque all screws. Incidental findings of the following were noted release latch broken. Repair center should follow their normal processing of the device, looking for any other incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.